Event description:
There was no reported information for the 3.0 x 23 mm promus and the device was received with no stent implant on the balloon. It could not be confirmed whether the stent was deployed or whether it became dislodged. No adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned 3.0 x 23 mm promus stent delivery system (sds) found contrast in the inflation lumen and balloon and blood in the guide wire lumen and on the balloon. This is consistent with preparation and suggests the sds had been advanced into the body. Although the stent implant was not returned, there were crimp marks on the balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. The balloon was loosely folded, which suggests the balloon had been pressurized at some point. It is possible that this device was used during the procedure to deploy the stent in the target lesion and was inadvertently returned with the 2.5 x 23 mm promus sds. Additional follow-up information was requested, however, no additional information was available. A conclusive cause for why the device was returned could not be determined. To ensure this is not the result of a product deficiency, all sds are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. A review of the lot history record for the reported lot revealed no associated non-conforming material records, indicating all lot release testing met specification. Additionally, a query of the complaint handling database for the reported lot was performed and revealed no other incidents. There is no indication of a product quality deficiency.